Event description:
The customer reported a forcefxc generator was in use during a laparoscopic banding procedure where they were using a reusable richard wolf mp laparoscopic cord with a karl storz laparoscopic instrument. The cord melted in half and caught the drapes on fire. They put the fire out before any pt injury could occur. The facility tested the generator and found that there was nothing wrong with it and it tested fine. The unit is not being returned to covidien for svc.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample would not be returning for eval. If additional info pertinent to the incident is obtained, a f/u report will be submitted.